Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse event of peritonitis, characterized by abdominal pain. It is well established that pd patients are at high risk for peritoneum infections. The root cause of this patient¿s infection can be attributed to a cross-contamination during pd therapy with no indication of a deficiency or malfunction of any fresenius product(s) or device(s) as reported by a medical professional. Contamination to the pd catheter is the leading source of transmission of peritonitis causing pathogens. This is further evidenced by the presence of an enteric microorganism that readily transmits to susceptible patients such as the esrd population. Therefore, the liberty cycler set can be excluded as a potential source or contributor to this patient¿s adverse event. Based on the available information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius customer support that a patient has peritonitis. The pdrn advised that the patient's last treatment was on (B)(6) and went into hospital on (B)(6) due to not being able to drain. Upon follow-up with the patient¿s pdrn, it was reported that this patient presented to the outpatient clinic on (B)(6) 2025 following abdominal pain. Peritoneal effluent fluid cultures, a gram-stain and a white blood cell (wbc) count obtained in the outpatient clinic presented with pseudomonas aeruginosa in the culture, gram-positive bacilli in the stain and a wbc count of 2576/mm3. The patient was diagnosed with peritonitis due to cross-contamination. The patient was prescribed intraperitoneal (ip) vancomycin at 1000 mg and ip ceftazidime at 2000 mg for three doses and oral ciprofloxacin at 250 mg twice a day for 5 days to address the infection. The patient was hospitalized on (B)(6) 2025 due to a pd catheter (not a fresenius product) malfunction which caused drain complications during ccpd therapy. The patient¿s catheter tip was found to be at the pelvis through medical imaging, and his catheter was removed during this hospitalization. The patient¿s modality of renal replacement therapy was changed, presumably to hemodialysis following catheter removal. The patient was discharged from the hospital on (B)(6) 2025. It was reported that the patient¿s peritonitis was not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient¿s disposition following hospitalization and current modality of renal replacement therapy were not reported.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius customer support that a patient has peritonitis. The pdrn advised that the patient's last treatment was on (B)(6) and went into hospital on (B)(6) due to not being able to drain. Upon follow-up with the patient¿s pdrn, it was reported that this patient presented to the outpatient clinic on (B)(6) 2025 following abdominal pain. Peritoneal effluent fluid cultures, a gram-stain and a white blood cell (wbc) count obtained in the outpatient clinic presented with pseudomonas aeruginosa in the culture, gram-positive bacilli in the stain and a wbc count of 2576/mm3. The patient was diagnosed with peritonitis due to cross-contamination. The patient was prescribed intraperitoneal (ip) vancomycin at 1000 mg and ip ceftazidime at 2000 mg for three doses and oral ciprofloxacin at 250 mg twice a day for 5 days to address the infection. The patient was hospitalized on (B)(6) 2025 due to a pd catheter (not a fresenius product) malfunction which caused drain complications during ccpd therapy. The patient¿s catheter tip was found to be at the pelvis through medical imaging, and his catheter was removed during this hospitalization. The patient¿s modality of renal replacement therapy was changed, presumably to hemodialysis following catheter removal. The patient was discharged from the hospital on (B)(6) 2025. It was reported that the patient¿s peritonitis was not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient¿s disposition following hospitalization and current modality of renal replacement therapy were not reported.